Event description:
It was reported the patient's scs ipg position was shallow almost to the point of eroding through the skin due to the patient losing weight. The patient's physician decided to explant and replace the patient's entire scs system during surgery on (B)(6) 2014. The patient is reportedly receiving effective stimulation postoperative and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the ipg was explanted to prevent erosion. The patient lost weight making the location of the ipg shallow. The ipg was returned responsive and communicated with lab utilities. The returned device passed all functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.